Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer allege insulin pump was under delivering and also experienced high blood glucose. Customer¿s blood glucose level was 338 mg/dl at the time of incident and current blood glucose value was 341 mg/dl. Customer feels ok to troubleshoot. The insulin pump will be returned for analysis.